Event description:
It was reported by the rep that during procedure, a laparoscopic cholecystectomy, the second firing the clip did not form. The case was completed with a competitor's device with no patient consequence.